Manufacturer narrative:
Device evaluation details: the product was returned for evaluation. Johnson & johnson medtech conducted a visual inspection and screening test of the returned device. Visual analysis revealed there was a reddish material and a hole on the surface of the pebax with internal parts exposed. Then force feature was tested in accordance with the procedures. The returned sample was connected, and no impedance readings were observed on the generator. Per this condition, was not possible to perform the screening test but, no force errors were detected, and the force vector was observed in a normal position. Therefore, the catheter was dissected on the tip area and it can be determined that there is internal damage (broken wire) in electrical wire related with the impedance from the peek housing to the dome. A manufacturing record evaluation was performed for the finished device and no internal action related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint related with the force issue was confirmed. The instructions for use (IFU) contain the following recommendations in the carto 3 system: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the electrical wire damage cannot be established and is unrelated with the issue reported. For the damage on the pebax the instructions for use (IFU) catheter states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to broken wire/force sensor error. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by the bwi pal. Note: field e1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 24-oct-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax which exposed internal components. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.